Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that the cause of the discordant sodium, potassium and chloride results was unknown. The cse replaced the multisensor, integrated multisensor technology (imt) module and aligned the imt probe. The cse also performed a diluent check and ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on a dimension vista 500 instrument for one patient. The discordant results were not reported to the physician. The customer repeated the sample on the same instrument and on an alternate instrument and those results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.